Event description:
Reportable based on device analysis completed on 19dec2025. It was reported that the coil was unable to advance in the catheter. Vascular access was via right iliac artery. The target lesion was located in the splenic artery. A 10mm x 40cm interlock -35 was selected for splenic artery embolization. During the procedure, while delivering the coil with continuous flushing, the physician encountered difficulty as the coil could not be pushed out of its sleeve despite multiple attempts. There were no patient complication as the result of this event. However, device analysis revealed that the arm coil was detached.

Manufacturer narrative:
E1 - initial reporter phone (B)(6). Device evaluated by MFR: only the main coil was returned for evaluation. Visual inspection observed that the main coil was bent and stretched at the primary coil section, moreover the arm coil was detached. Dimensional inspection of the main coil revealed the components were within specifications. No other issues were identified with the device.